Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device locked up during the charging process while CPR was being performed on a patient. The device started the charging process in order to deliver defibrillation and charged until approx. 150 joules. Then the device would continue to display charge and produce the sound for the charging process. The ambulance crew tried to charge 2-3 times, but the device would lock up with each attempt. The device's functions could not be operated. A back-up device was available and used on the patient. There was no adverse outcome for the patient reported and the patient was reported to be delivered to a hospital with a heart rhythm.